Manufacturer narrative:
The device was returned for analysis. The reported dislodged stent was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there were crimp marks on the balloon and between the markers, suggesting the stent was originally positioned correctly and securely at the time of manufacture, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during unpackaging/sheath removal and/or during preparation for use resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience proa is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the ramus interventricularis anterior coronary artery. While preparing a 2.75x18mm xience proa stent delivery system (sds), the stent did not hold on to the balloon, it was stuck at the entrance for the guide wire. The balloon came out but the stent was not attached; therefore, the sds was not used. There was no patient involvement. The procedure was successfully completed with another 2.75x18mm xience proa stent. No additional information was provided.